Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. Diagnostics revealed the lead had high impedances and was unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue.